Manufacturer narrative:
The company rep upgraded the software from b.03 to b.07, as per (B)(4). The wrong safety disk replacement date was entered into memory, date entered was (B)(4) 2012 - reset on (B)(4)2016. External helium gauge reads 1688 psi. Internal helium gauge reads 189 psi. Checked pneumatic performance service diag's. The iabp was functional and safety tested to factory specs. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp would not print. The pt was switched to another iabp and therapy was continued. No pt injury was reported.